Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the distal electrode. (B)(4). Concomitant product 4196 implantable pacing lead 2012 (B)(6); 4076 implantable pacing lead 2012 (B)(6).

Event description:
It was reported an infection occurred. The leads were removed. No further patient complications have been reported as a result of this event.